Event description:
It was reported the 50 ft combo tubing was bent and kinked and the patient¿s o2 saturation decreased to 88-89% during therapy on the life2000. The patient untangled the tubing and her o2 saturation returned to baseline of 95-96%. Per the patient, the device alarmed low pip; however, no alarms occurred after the combo tubing was untangled. The patient stated her oxygen concentrator was reading incorrectly during this time. She was using 4 lpm, but the oxygen concentrator was reading 2 lpm. The oxygen concentrator flow reading went back to 4 lpm after the combo tubing was untangled. The device was located at the patient's home. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
It was reported the 50 ft combo tubing was bent and kinked and the patient¿s o2 saturation decreased to 88-89% during therapy on the life2000. The patient untangled the tubing and her o2 saturation returned to baseline of 95-96%. Per the patient, the device alarmed ¿low pip¿; however, no alarms occurred after the combo tubing was untangled. The patient stated her oxygen concentrator was reading incorrectly during this time. She was using 4 lpm, but the oxygen concentrator was reading 2 lpm. The oxygen concentrator flow reading went back to 4 lpm after the combo tubing was untangled. The hillrom respiratory clinician advised the patient to contact the dme company to check oxygen concentrator as this is not a hillrom product. The patient did not think anything was wrong with the concentrator and denied contacting the dme company. The patient also reported when she removes the nasal interface from her nose, the ventilator does not alarm. She switched to a new nasal interface, which she took out of her nose while on the phone with the hillrom respiratory clinician and the ventilator continued to give breaths and no alarms were heard. The patient has a relevant medical history of chronic respiratory failure and q2 hour nebulizer treatments. The patient¿s medical history also includes tachycardia, which she takes medication for and can be worse when off the ventilator. The hillrom respiratory clinician advised the patient to hold use of the life2000 and swap to an alternative means of oxygen and ventilation. A hillrom respiratory trainer will swap the life2000 device, combo tubing, and nasal interface. Follow-up with the patient was conducted by the hillrom respiratory clinician after the devices were swapped. The patient stated her oxygen levels were normal with use of the life2000 and things are great. No additional information was reported by the patient. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Oxygen desaturation is a below-normal level of oxygen in your blood and can cause symptoms such as restlessness, confusion, shortness of breath, headaches or in serious cases can interfere with heart and brain function. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, anxiety, asthma, or pneumonia. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The patient in this event desaturated to 88-89% after the combo tubing became kinked; however, the patient¿s o2 saturation recovered to baseline once the kink was removed. No serious injury occurred, since the reported asymptomatic oxygen saturation of 88-89% is not considered life-threatening, did not result in permanent impairment to body function/damage to body structure and did not require medical or surgical intervention to preclude permanent impairment to body function/damage to body structure. The life2000 ventilator was returned and inspected. Using a regulated laboratory air source at 50 psi, a known good oxygen hose was connected to a known good patient circuit to the ventilator in a stand-alone configuration. Therapies were performed at low, medium, and high activity levels. The ventilator performed as intended. No error message or alarms were observed. The patient circuit was disconnected while the ventilator was running and the ventilator immediately alarmed low pip alarm, followed by a low gas pressure alarm. The alarms stopped when the patient circuit was reconnected. The reported allegation could not be duplicated, and the ventilator functioned as designed. However, the nasal interfaces used by the patient were not returned for inspection and cannot be excluded as contributing to the reported issue of no alarm. Per the patient, the device did provide an alarm for a kinked tubing condition and would be unlikely to contribute to a serious injury or death. However, the reported condition of, no alarm, when the patient removed the nasal interface would be likely to contribute to a serious injury or death if it were to recur. Therefore, the report of, no alarm, is considered a reportable malfunction. Based on this information, no further action is required.